Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level above 300 (mg/dl) for a week. The customer reported also being pregnant. Reportedly, the customer believes their pregnancy and infusion set contributed to their elevated bg levels; however, they did not provide details. While hospitalized, the supplies were changed, settings adjusted and customer was monitored. The customer was released (B)(6) 2016.